Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test, (B)(6) device pairing test, and global transmitter final functional test were performed and the transmitter passed. However, the transmitter failed the share log review as the logs showed a loss of connection. The customer complaint of loss of connection was confirmed. The root cause could not be determined.